Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 400 mg/dl as shown on the ilet report and the user¿s meter; the user changed the infusion set per healthcare provider guidance, received alerts for prolonged high glucose, and believed the elevation was related to a recent vaccination. Symptoms included dizziness and feeling unwell. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention, and glucose later returned to normal range. Investigation included review of available device data and user report, along with troubleshooting and education. Investigation of this case revealed hyperglycemia of unclear cause with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.